Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with posterior repair and cystoscopy.

Manufacturer narrative:
It was reported that the patient experienced pain, erosion, extrusion, urinary problems, recurrence, bleeding, dyspareunia, vaginal scarring, and other. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh excision on (B)(6) 2017 by (B)(6) due to mesh exposure at the (B)(6).

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.